Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # :(B)(4). Investigation summary ==> the device was reviewed by the manufacturer and the failure mode could not be confirmed. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> DHR review product code 960003, lot no. D18080818 was manufactured on (B)(6) 2018. 12 parts were manufactured per specification for each process including packaging processes and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was reviewed by the manufacturer and the failure mode could not be confirmed. Root cause undetermined; depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The devices were reviewed by the manufacturer suzhou and a report was received stating; DHR review product code: 960003, lot no: d18080818 was manufactured on 07-aug-2018. 12 parts were manufactured per specification for each process including packaging processes and all raw materials met specification. Visual review was contacted on the complaint product. Damage on the inner blister was noticed. The outer blister can be taken out of the inner blister. So, the complaint failure mode was not noticed. The complaint cannot be confirmed. Checked in suzhou complaint history, for the same product code, 27 complaints were found. For the same lot code, 1 complaint was found (B)(4). For the similar complaint type,1 complaint was found (B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: DHR review product code: 960003, lot no: d18080818 was manufactured on 07-aug-2018. 12 parts were manufactured per specification for each process including packaging processes and all raw materials met specification.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the outer plastic case and the inner clean case of the implant (p/n: 960003) stuck together and could not be detached. The surgery was completed successfully although it was not reported how the surgery was finished. The surgery was delayed by less than 30 minutes. There was no adverse consequence to the patient. No further information is available.